Manufacturer narrative:
Suspect device has been received by the manufacturer, but evaluation has not yet been performed.

Event description:
A philips representative reported that during a coronary atherectomy procedure the physician completed multiple passes with the elca coronary laser atherectomy catheter 110-004. When the device was pulled out of the body it was noticed that a piece of plastic was pointing up next to where the guidewire enters the quick exchange port on the catheter. This may have occurred when removing the elca catheter and did not cause any issues during the procedure. They opened another elca catheter to complete the procedure. No harm to the patient. Procedure completed successfully.

Manufacturer narrative:
The elca device was evaluated on (B)(6) 2018. The inner lumen to the port joint was lifted. There were no manufacture concerns identified that would attribute to the reported complaint/event. All released devices from this lot passed all established quality control checks before release. The cause of the lifted port was unable to be determined. (B)(4) added after device evaluation.